Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown right trident hip. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Event description:
It was reported that the patient has hip implants. Patient is reporting hearing noise in hip. Patient also states that he is hearing squeaking noises in hip.

Manufacturer narrative:
The patient is (B)(6). An event regarding squeaking involving a trident alumina insert was reported. The event was confirmed. A review of the provided office notes, operative reports, and x-rays by a clinical consultant indicated: ¿based upon the information available for review, no determination can be made of the cause of the symptoms described in the event description.¿ device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as medical records after 18-oct-2010 are needed to complete the investigation for determining the root cause.

Event description:
It was reported that the patient has hip implants. Patient is reporting hearing noise in hip. Patient also states that he is hearing squeaking noises in hip.